Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report high blood glucose levels and discrepancies between the sensor glucose and blood glucose readings that were up to 100 points off. The customer's blood glucose level was around 400 mg/dl. The caller stated that the customer had a piece of candy and he forgot to give himself insulin. The caller declined to speak with helpline for assistance. Nothing was replaced or returned for analysis.